Event description:
Pt had to have components of previous knee prosthesis replaced after the pt had fallen off a bicycle and injured right knee, necessitating removal and replacement of the damaged parts, including the femoral component and polyethylene component.